Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead exhibited high capture thresholds. The physician attempted to reposition the lead but the helix could no longer extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.